Event description:
It was reported that a vessel dissection occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous mid left anterior descending artery (lad). After the lesion was pre-dilated with 2.0 x 15 mm semi-compliant balloon catheter, a 2.75 x 24mm synergy xd stent was advanced and deployed at 10 atm. A flow-limiting type a dissection occurred requiring an additional synergy stent to seal the dissection. The procedure was completed and the patient was stable.